Event description:
Maquet received mesy form from maquet (B)(4) on (B)(6) 2009 which stated, "during the preparation to be used, the heartstring proximal seal pre-loading failed and the client had to replace this heartstring with a new one that worked. Device was not being used to treat a pt during event. There was no injury or death. There was no person claimed to be endangered. (B)(6). The heartstring seal's expiration date was 09/30/2009.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).